Manufacturer narrative:
Section d4: device manufacture date cannot be determined. The primary UDI number in d4 is updated with all of the current information available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch (hmt) screen froze and duplicated images. The site restarted the hmt and issues continued. The center requested a replacement hmt.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues with the heartmate touch screen was confirmed. Evaluation of the returned heartmate touch tablet (serial number: (B)(6) revealed that a horizontal portion of the middle of the screen was darkened. The darkened portion of the display was observed on all screens/applications on the tablet during testing. The heartmate touch app was functionally tested with a test wireless adapter and system controller on a mock circulatory loop and was found to operate as intended during analysis. The display issue did not prevent information from being read from the screen and did not affect the functionality of the heartmate touch tablet or app. No other issues were observed. No physical damage to the heartmate touch tablet was observed during testing. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. B) chapter "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) (rev. B) chapter 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. Heartmate 3 instructions for use (IFU) (rev. B) chapter 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system. No further information was provided. The manufacturer is closing the file on this event.